Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2015.device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings:on investigation, the alleged damaged display issue was verified. Scratches were observed on the display cover lens. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the display had a discolored contrast.

Manufacturer narrative:
The pump hast been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).